Event description:
The collimator box appeared to be loose. The field service engineer found loose screws holding the collimator ring on the tube.

Manufacturer narrative:
On (B)(4), 2010 a philips service engineer examined the system and found the screws holding the collimator ring on the x ray tube to be loose. The engineer properly tightened the collimator per system specification and verified operation and alignment. (B)(4).